Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties and shaft kink occurred. Vascular access was obtained via the right radial artery. The >85% stenosed, diffused target lesion was located in the mildly calcified proximal to more than the mid segment of the left anterior descending artery (lad). The left main coronary artery was engaged using a 6fr non bsc guide catheter. After a non bsc guide wire crossed the lesion, predilation was performed using a 1.0x10mm,1.5x12mm, 2.5x12mm non bsc balloon catheters, 2x15mm maverick balloon catheter, 2.5x12mm and a 2.75x12mm non-compliant (nc) non bsc balloon catheters. Then a 2.50x32mm promus element¿ plus stent was advanced using a non bsc guide catheter extension and the stent was deployed at 13 atmospheres. Then another 2.50x32mm promus element¿ plus stent was advanced to overlap from mid to proximal lad. However, the second 2.50x32mm promus element¿ plus stent failed to cross the lesion and it was noted that the proximal shaft was kinked during negotiation. The physician removed the second promus element¿ plus stent and exchanged with another 2.25x32 promus element¿ plus stent. The procedure was completed with serial post dilation with a 2.75x12mm nc balloon catheter resulting in timi iii flow. No patient complications were reported and patient¿s status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The struts were severely stretched and distorted across the length of the stent. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).